Event description:
Additional information was provided by the company representative indicating that no impedance issue was identified; the ins did deplete, but the patient did not wait long enough and appears to have overestimated charging frequency, with therapy confirmed on and d epletion functioning normally; diagnostics included verifying battery status, testing impedances, resetting the programmer, and follow-up; the reported issues have been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that starting a week ago, the patient had observed that the implantable neurostimulator (ins) battery was not depleting recently and remaining at 100%. Patient charges completely (until the recharger beeps) 1x/week. Impedances were measured showing them to be at approx. 800 ohms. The manufacturer representative (rep) is meeting with patient at their healthcare provider's (hcp) office on dec-4 and impedances be measured again. In the meantime, patient has been asked to charge the ins and rep has been asked to collect reports for review.